Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced one infusion set cannula kinked. Event happened on 4/5/24. All the events occurred within 3 or more hours of insertion. The insertion site was at upper buttock. The blood glucose level was over 300-350mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.